Event description:
At the hosp the pt started having what looked like "burns" on skin after using uni-solve to remove dressing from a surgical site. The area looks like a bad sunburn, but the pt feels they will be scarred by the incident as they scar very easily. The dr. Said that the site looks like a tape burn, but the pt did not know what type of tape was used.